Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient experienced a detached sensor wire retained in the skin following sensor removal. The insertion site initially showed redness, and within one day the area became swollen, sore, and firm, approximately the size of a quarter. On (B)(6) 2026, the patient informed dexcom that symptoms persisted and stated they planned to contact a healthcare provider (hcp) on (B)(6) 2026. During a follow-up call, the patient reported that they were evaluated by an hcp on (B)(6) 2026. An incision was performed in an attempt to locate and remove the retained sensor wire; however, the wire was not found. A significant abscess was identified at the site. The clinician placed a packing strip within the incision and applied a bandage. The patient was prescribed oral cephalexin 500¿mg four times daily for seven days. No additional procedures or treatments were reported. The patient experienced a foreign body reaction. At the time of reporting, the area was healing; however, a residual lump remained. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).